Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak from the patient line of a homechoice device. The patient was connected at the time of the leak. The home patient reported finding a hole in the patient line. The patient did not report what cycle of peritoneal dialysis therapy was being performed when the leak was discovered. The patient ended therapy at that time, disconnected from the homechoice and turned off the homechoice. The homechoice was alarming when new therapy was initiated. The technical service representative assisted the home patient with removing previous supplies and the home patient was to start over with new supplies. The cause of the hole in the patient line was not determined at the time. There was no patient injury or medical intervention associated with this event. No additional information is available.